Manufacturer narrative:
The reported events of interrogation failure were not confirmed. Final analysis found no anomalies. DHR review was performed and the device passed all tests prior to its distribution. Device was able to interrogate and no problem with programming of the device noted throughout the whole analysis.

Event description:
The patient presented for a planned implantation of an aveir dr leadless pacemaker system. During implantation of the aveir right ventricular device, rising impedance and loss of capture were observed after fixation despite acceptable initial measurements. Multiple redeployment attempts, repositioning, and extensive troubleshooting¿including equipment changes and technical support involvement¿were performed after the onset of recurrent telemetry loss when attempting to program ddd mode. Telemetry intermittently re-established but repeatedly dropped, and communication could not be maintained even after removal of the rv device, ultimately necessitating removal of both aveir devices without complication. The procedure was completed by implanting an competitor pacing system on (B)(6) 2026. The patient was stable.